Event description:
According to the reporter, the device had scorched and melted cable. No patient harm reported.

Manufacturer narrative:
An evaluation of the scd 700 was performed and the customer states ¿had scorched and melted cable.¿. The unit was triaged, and the customer¿s reported condition was confirmed. The potential root causes are customer misuse due to the procedure used to unplug the unit and the procedure of wrapping of the cord around the bed hook. A review of the device history record shows that this unit was manufactured in 2017 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.